Event description:
This complaint is now reportable based on the analysis completed on 06/11/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00x16 mm taxus liberte drug eluting stent would not cross the lesion. The 85% stenosed lesion being treated was located in the severely tortuous, severely calcified left anterior descending (lad) artery. The procedure was completed with an unknown size maverick balloon. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. A visual and microscopic examination of the returned device revealed stent damage. The entire stent was flattened. The distal marker band was also flattened. Due to the damage found on the marker band it was not possible to insert a 0.014 inch product mandrel through the distal lumen of the device. Visual examination of the tip revealed tip damage. The tip was slightly flared outwardly. This type of damage is consistent with guidewire movement. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No additional product analysis or external evaluations were performed. A review of the top assembly manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context.